Manufacturer narrative:
An event regarding infection involving a trident liner was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as the reported device was not returned for evaluation. Clinician review: no medical records were received for review with a clinical consultant. Device history review: could not be performed as the device lot code was not provided. Complaint history review: could not be performed as the device lot code was not provided. Conclusions: it was reported that the patient's left hip was revised due to infection. The event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient information was provided. Further information such as return of device, pre- and post-op x- rays, patient history, pathology report & follow-up notes are needed to investigate this event further. All stryker products sold as sterile are validated to a minimum sterility assurance level (sal) of 10^-6 in accordance to applicable iso standards. If additional information and/or device becomes available, this investigation will be reopened. The following device was also listed in this report: delta c-taper head 36mm +2.5; cat# 18-3625; lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Not available.

Event description:
As reported: "first stage wash out infected total left hip. Poly/ head swap."